Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in false non-sustained ventricular tachycardia and ventricular tachycardia episodes. This in turn, lead to inappropriate anti-tachycardia pacing (atp) and shock therapy, however, it does not appear that therapy was exhausted. There was also an acute increase in rv pacing impedance noted. Evidence suggests that the patient's implantable cardioverter defibrillator (ICD) system was then set to monitor only mode until a lead revision procedure was able to be performed. At the revision procedure, the initial plan was to extract the lead. However, upon opening the pocket it was noted that the lead had grown into the clavicle, it was not removable, and it was then surgically abandoned. The existing generator was reimplanted on the right side of the body, with new rv and right atrial (ra) leads being implanted, and the chronic lv lead was tunneled to the right side and reused. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.